Manufacturer narrative:
Approximate age of device - 2 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to an outside hospital with recurrent gastrointestinal bleeding. The patient presented with hemoglobin at 6 g/dl and was given 1 unit of packed red blood cells (prbc) before being transferred to (B)(6) university medical center. Once transferred, the patient received an additional 4 units of prbc (2 on (B)(6) 2018 and 2 on (B)(6) 2018). It was reported that the likely etiology is a arteriovenous malformations but differential also includes gastritis, ulcer or dielafoy lesion. The patient may have bled in setting receiving his monthly octreotide dose late due to the holidays. Additional information has been requested but not yet received.

Event description:
On 11may2018, the following additional information was received. The patient was admitted on (B)(6) 2018 from an outside hospital with melena. Warfarin was held and the patient was not on aspirin. Hemoglobin (hgb) at outside hospital was at 6 g/dl with international normalized ratio (inr) at 1.8. The patient was given 1 unit of packed red blood cells (prbc). The patient's hemoglobin was at 6.6 g/dl on arrival to the implanting center. The patient was transfused with a total of 6 units prbc. Gastroenterology was consulted and the patient was prescribed intravenous (IV)octreotide in addition to his recent outpatient depot shot. The patient's proton pump inhibitor was continued.. Additionally, it was reported that the patient's stools turned brown and hgb stabilized in upper 8's g/dl. However, when patient was challenged with IV anticoagulation, the patient's hgb dipped and melena returned prompting a small bowel enteroscopy on (B)(6) 2018. This revealed bleeding angioectasia in the distal duodenum. On (B)(6) 2018, hemostasis was obtained with two clips. The patient resumed warfarin without a heparin bridge. No recurrent bleeding. The patient's hgb was at 8.9 g/dl at discharge. Inr goal decreased to 1.8 from 2.5.

Manufacturer narrative:
Additional information was added.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on hm2 lvas, serial number (B)(4). The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document.